Manufacturer narrative:
It should be noted that on a follow up visit on (B)(6) 2012, the patient exhibited no signs of pulmonary embolism or deep vein thrombosis. Syringes from two different lots of the device were used in surgery. The following information for the second lot is listed below: part number: 2113-0000, lot: a1012029, expiration: march 31, 2013. Method: after consultation with the (B)(6), it was noted that pulmonary embolism and deep vein thrombosis are known risks of total hip arthroplasty. It is unlikely that the device would cause multiple pulmonary emboli four weeks after surgery. Batch record reviews of both lots were performed and the device met all release specifications. Furthermore, all listed ncrs and deviations were appropriately resolved.

Event description:
The patient's initial surgery, total hip arthroplasty, was performed on (B)(6) 2011 without complication and the patient was discharged to a nursing facility in stable condition. It was reported that the patient experienced shortness of breath and chest pain on (B)(6) 2011 while home and went to (B)(6) hospital emergency department where the patient was diagnosed with bilateral pulmonary emboli and deep vein thrombosis in the right lower extremity. The patient was treated and released on (B)(6) 2011.